Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the arming button (red) would not engage. 09/29/1998 another five millimeter trocar was pulled to complete the case. There was no consequence to the pt.